Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. (B)(4) - failure to follow steps/instructions. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. Furthermore, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the 20/30 priority pack accessory kit instructions for use (IFU) states: the rotating hemostatic valve should not undergo pressure greater than (B)(4) psi. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while performing an injection procedure at 1000 psi, the open end of the rotating hemostatic valve (rhv) did not connect properly to the stopcock. Due to the poor connection, the rhv leaked due to the improper seal. The physician believes that the issue is related to the rhv y-connector. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.